Event description:
It was reported that during a water vapor thermal therapy the patient could not handle the discomfort and pain while inserting the device. It was mentioned that the patient had a long bladder neck. The procedure was cancelled after the patient had been sedated. There were no further patient complications reported.

Event description:
It was reported that during a water vapor thermal therapy the patient could not handle the discomfort and pain while inserting the device. It was mentioned that the patient had a long bladder neck. The procedure was cancelled after the patient had been sedated. There were no further patient complications reported.

Manufacturer narrative:
Field h10 additional MFR narrative corrected. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported experience of pain and discomfort are known risks associated with the use of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. This event does not report any product malfunction, nor is there any allegation of patient/user harm. Upon further review by the manufacturer, this was determined to not meet the criteria for a reportable event.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and discomfort are known risks associated with the use of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a water vapor thermal therapy the patient could not handle the discomfort and pain while inserting the device. It was mentioned that the patient had a long bladder neck. The procedure was cancelled after the patient had been sedated. There were no further patient complications reported.